Event description:
It was reported that the pump exhibited a force sensor and motor rate errors. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left corner of the top case was cracked. A review of the event history log identified motor rate error and force sensor background (bgnd) test. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated, however the force sensor bgnd test was not verified during the occlusion test. The root cause of the problem was related to normal wear of the pump as it is over 11 years old. Replaced plunger cable as preventive and replaced motor bracket, worm gear, leadscrew and clutch halves. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).